Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that the valve of the sheath was broken. No patient complications occurred. The procedure was completed using different device (same model). It was further reported that the issue was identified by the physician during the faradrive preparation phase. Air bubbles were observed entering from the peristaltic valve while flushing the sheath. The device was immediately replaced with a new faradrive sheath prior to insertion into the patient. Therefore, the patient was not involved in any way, and the procedure was successfully completed without any impact on the clinical outcome.

Manufacturer narrative:
Additional information in section b5 describe event or problem. Investigation summary: with all the available information, boston scientific concludes the reported damaged sheath event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valves, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of damage is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion. Boston scientifics investigation determined the tears in the silicone of the hemostatic valves most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that the valve of the sheath was broken. No patient complications occurred. The procedure was completed using different device (same model). The product is not expected to return as device is not available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h11 additional MFR narrative. It was reported that this event was also reported under complaint (B)(4) / 2124215-2026-07616. Complaint (B)(4) / 2124215-2026-07616 is going to be closed. For any further information, including device analysis results, please see the reports listed under complaint record (B)(4), reference number 2124215-2026-07635.

Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that the valve of the sheath was broken. No patient complications occurred. The procedure was completed using different device (same model). The product is not expected to return as device is not available. It was further reported that the device is expected to return for analysis. It was further reported that the issue was identified by dr. Maria lucia marducci during the faradrive preparation phase. Air bubbles were observed entering from the peristaltic valve while flushing the sheath. The device was immediately replaced with a new faradrive sheath prior to insertion into the patient. Therefore, the patient was not involved in any way, and the procedure was successfully completed without any impact on the clinical outcome.